Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hearing a constant beeping tone coming from the insulin pump since a set change the day before the call. Customer reported experiencing a blood glucose level of 530 mg/dl the day before the call. Customer also reported that his blood glucose level went from 80 mg/dl to 410 mg/dl within two hours. Blood glucose level was 147 mg/dl at the time of the call. No further information was provided.